Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. As blood was identified in the marker lumen the reported marker lumen blockage could not be confirmed. The reported cuff miss/suture retrieval issue was confirmed. In addition the returned device analysis found two cuff tabs detached that were not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the blocked lumen; however the needle to cuff miss and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Improper or incorrect procedure or method, failure to follow steps/instructions. Per instructions for use under examination and selection of products: verify marker lumen patency by flushing the lumen with saline until the saline exits from the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, the proglide device was inserted into the arteriotomy and no blood flow was seen from the marker lumen. The arteriotomy closure was continued although no blood flow was seen and a cuff miss occurred. The device was removed and a second proglide device was used with the same results. Hemostasis was achieved using a non-abbott device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.